Event description:
It was reported that this patient thought they received a shock, upon review of stored episodes, no shocks were delivered. However, there was an alert due to an out-of-range shock lead impedance on the right ventricular (rv) lead measuring 125 ohms. At this time, the lead remains in service. No adverse patient effects were reported.